Manufacturer narrative:
Unit has not been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
The customer owns a e3 unit. The power manage board is smoking while using the ac power source with the battery inside. No injury, end user would like to have replacement.

Manufacturer narrative:
The eclipse 3 transportable oxygen concentrator in question was not evaluated directly. Investigation of the adverse event was conducted using a historical analysis. Refer to CAPA-0119 and CAPA-0122. Based on the incident description in the adverse event form, the eclipse 3 unit's final part number, 5900-seq, and the unit's serial number, (B)(4), it was determined that the adverse event falls within the purview of CAPA-0119 and CAPA-0122. Both CAPA's address a series of eclipse power manager board failures attributed to improper assembly by the supplier, (B)(4). The associated CAPA investigation determined that the risk factor is low and that a board failure will not cause an unsafe condition. Caire has since changed board suppliers to (B)(4) to address the board's quality issues.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Based on the incident description in the adverse event form, the eclipse 3 unit's final part number, 5900-seq, and the unit's serial number, (B)(6), it was determined that the adverse event falls within the purview of CAPA-0119 and CAPA-0122. Both CAPA's address a series of eclipse power manager board failures attributed to improper assembly by the supplier, glory power. The associated CAPA investigation determined that the risk factor is low and that a board failure will not cause an unsafe condition. Caire has since changed board suppliers to megmeet to address the board's quality issues. Upon receiving the unit, a formal evaluation was completed. There were no major signs of damage to the unit or battery sent. The unit did not have the questionable power manager board included. So, a service power manager board was installed, and the unit was tested. The unit did not show any signs of smoke nor emitted any smells or odors. Additionally, the unit was able to charge the battery that was sent with the unit. The unit failed testing for low flow and low purity, which is to be expected for such an old unit.